Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for >50 colony forming units (cfus) of pseudomonas aeruginosa in the air/water collection liquid. The device was reprocessed and sampled again six days later and tested positive for 100 cfu's of pseudomonas aeruginosa in the air/water channel, 1000000 cfu of pseudomonas aeruginosa in the suction channel, and 500 cfu's of pseudomonas aeruginosa in the biopsy channel. The device was reprocessed and sampled again eighteen days later and tested positive for an unspecified amount (rare colonies) of neisseria mucosa in the accessory channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third party testing, the device evaluation and the lms final investigation. The device was returned to olympus for inspection, and the following reportable malfunctions were found: air/ water cylinder had foreign objects air/ water tube had foreign objects. The lm reviewed the customer provided cds processes where no obvious deviations from instructions for use (IFU) were identified; however, a water leak in the equipment may have prevented proper reprocessing and removal of foreign matter. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: distal end cfu: no detection bacterial identification: n/a sampling from: biopsy channel/suction channel cfu: 0cfu/ml bacterial identification: n/a sampling from: aw-channel cfu: 0cfu/ml bacterial identification: n/a sampling from: auxiliary water channel cfu: 0cfu/ml bacterial identification: n/a the device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be identified. Growth of microorganisms were not found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.